Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The elevator channel was found leaking from the control unit side. The elevator channel was detached with fluid invasion and heavy corrosion. Additional findings were; the probe unit was loose, the forceps cover glue was peeling, there was a broken element on the ultrasound image, there was a crack in the rubber glue on the cover, and the switch was not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported the evis exera ii ultrasound gastrovideoscope was leaking from the channel irrigation screw on the handle, as well as the biopsy channel. The scope was washed in the machine with the leak test running. The issue was found at reprocessing. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely the event occurred when external force was exerted by strong rubbing or bumping on the area during transportation, storage, use, cleaning, etc. The event could have been prevented by observing the items listed in the instruction manual. Therefore, the probable cause of the event was caused by the user's handling. The instruction for use (IFU) states the following guidelines: warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient."